Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not enter standby mode. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme states during set up the unit does not stay in standby mode. There was no patient involvement. The rse advised the bm to test unit in performance verification test (pvt) for air flow accuracy. The bme reported the average air reading is -3 when set to zero and therefore out of specification the rse advised replacement of the flow sensor assembly to correct issue. The investigation is ongoing.

Manufacturer narrative:
The customer bme reports a flow sensor assembly has been ordered for replacement, however, is currently not available. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, air and oxygen flow sensor assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.